Event description:
It was reported that when the patient's circuit was being changed, the ventilator alarmed for disc/sense (as expected) but the alarm volume was extremely low. No patient harm reported.